Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider via company representative regarding a patient receiving dilaudid 30.0mg/ml at 1 7.479mg/day via an implantable pump. The indication for use was spinal pain. It was reported that the patient complained of an alarm going off and at times not getting the same relief. The patient reported that getting an 8473 code on their ptm. The logs were checked and several motor stalls were seen. The physician decided to explant the pump and while in the operating room during surgery the alarm was heard going off several times after removal. There were no environmental nor external patient factors to report that may have led or contributed to the issue. The pump was interrogated and showed a motor stall occurred (B)(6) 2016 at 04:37 hours and motor stall recovery (B)(6) 2016 at 08:10 hours and motor stall occurred (B)(6) 2016 at 10:12 motor stall recovered at 13:43 hours. Per the company representative the cause of the alarm was not confirmed by reading the pump the patient status at the time of the report was noted as alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp reported the patient had his pump replaced in 2016 due to over-infusion, and they also did a catheter access port (cap) study. No further patient complications were reported.

Manufacturer narrative:
Analysis found that there was high reservoir pressure in the fluid path. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis also found pump motor corrosion and stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.